Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist working on this issue determined the sensor was defective. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomedical engineer was able to isolate the issue to the level sensor. He reported the defective level sensor was thrown away and the serial number was not documented. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.